Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that the right ventricular lead exhibited noise during the patient's merlin.net transmission which triggered a noise reversion, and was noted on high v rate episodes. The patient was asymptomatic and not pacer dependent. The patient would be followed in clinic for further evaluation.